Manufacturer narrative:
It was reported to abbott, a patient underwent an unrelated surgical procedure and did not set the ipg into surgery mode. Thereafter, the ipg failed to establish communication with a clinician programmer or patient programmer. Recovery efforts were unsuccessful and the ipg was deemed inoperable. A review of the cp logs confirmed the device was in the service app mode. The ipg was replaced, and effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Event description:
It was reported that patient has lost stimulation and ipg has not been able to communicate with external devices for approximately six months. Clinician programmer (cp) logs indicated that the ipg was in service mode. Troubleshooting was attempted by an abbott representative to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.